Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a high out-of-range (oor) shocking lead impedance (sli) measurement of 158 ohms along with a fault code on open lead condition. Defibrillation threshold (dfts) tests were performed due to noise but during this test, the device failed to convert the patient and had to be externally converted. Boston scientific technical services (ts) stated that based on patient¿s history, the sli had been oor for a while. Also, ts discussed about fault code which likely means a lead fracture or a connection issue. Ts explained that a commanded synchronized 1.1 joules shock and a max energy shock be performed. Ts commented that dft could be done to confirm that the patient can be converted through the device. This ICD remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.